Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the iol showed signs of opacification, and due to a significant decrease in vision, the patient was referred for the explantation of the iol. Additional information was requested.

Manufacturer narrative:
Correction information provided in h.6. On initial MDR the method code of b21, result code c21 and conclusion code d16 was an error. It should have been method code of b14, b17 result code c20 and conclusion code d15 on the original MDR. The manufacturer internal reference number is: (B)(4).